Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, performed a pump reset which successfully resolved the issue, allowing them to start their sensor session without further errors.